Manufacturer narrative:
After investigating the data available from the senseonics data management system (dms) and based on the investigation, we can confirm that a low glucose alert was indeed asserted as indicated in both the alert table and the glucose trend graph around the timeframe reported by the user.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.